Manufacturer narrative:
Part of the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with no suture or implants returned. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the fast fix 360 t2 could not be deployed, t1 was removed using tweezers. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 b5 and h6: event description and f codes updated.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during surgery, the fast fix 360 t2 could not be deployed. It is unknown if there was a delay, but there was a back-up device available. No further complications reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an arthroscopy, the fast fix 360 t2 could not be deployed. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.